Event description:
A laparoscopic was in progress when the pt's leg appeared to jump or spasm. The procedure being used was the bipolar electrosurgical system. No other consequence to the pt were reported and no remedial treatment was necessary.